Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer is having higher than normal blood sugars due to blocked insulin delivery. Customer had a reported blood glucose level of 375 mg/dl at time of incident. Customer explained receiving insulin flow blocked alarm. Customer did not return pump for analysis.